Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. We continue our efforts to follow up with the customer for its return. (B)(4).

Event description:
According to tech and rn the intra-aortic balloon (iab) was prepped per IFU. As they started to advance the balloon over the wire it immediately began to unwrap. When it got to the sheath the doctor was unable to advance it through the sheath hub. It was removed and another balloon was prepped in the same manner and it went smoothly through hub. There was no injury or harm to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter with the one-way valve attached. The guide wire was also returned. The sheath was not returned for evaluation. The returned guide wire was found to be bent near the middle and could not be used for testing. The inner lumen was found to be occluded with dried blood. The occlusion was able to be cleared. The one-way valve was vacuum tested and it held vacuum. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting an evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
According to tech and rn the intra-aortic balloon (iab) was prepped per IFU. As they started to advance the balloon over the wire it immediately began to unwrap. When it got to the sheath the doctor was unable to advance it through the sheath hub. It was removed and another balloon was prepped in the same manner and it went smoothly through hub. There was no injury or harm to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
According to tech and rn the intra-aortic balloon (iab) was prepped per IFU. As they started to advance the balloon over the wire it immediately began to unwrap. When it got to the sheath the doctor was unable to advance it through the sheath hub. It was removed and another balloon was prepped in the same manner and it went smoothly through hub. There was no injury or harm to the patient.